Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.locked down smartphone: lockdownomnipod software app version: 3.1.1operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7*please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed and the cannula did insert into the skin but although the pink slide moved forward, it was later, found that the pink slide was no longer visible, indicating a needle mechanism failure. The patient's blood glucose level rose to over 400 mg/dl. The pod was worn between 4 and 24 hours.